Event description:
The customer reported the monitor was smoking and making a crackling noise during a film shot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended. This MDR is related to ge healthcare (B)(4).